Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 19. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.